Manufacturer narrative:
The device history records were reviewed for the related lot, and found that the devices have been manufactured, inspected, sterilized and packaged in accordance to the zimmer quality procedures at the time of manufacture. A complaint history search was completed for the related products and found no similar complaints. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report was previously submitted under medwatch 1822565-2015-02188. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is alleging harm caused by the device, however the nature of the harm is unknown at this time.